Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.

Event description:
It was reported to an aci sales professional that a (B)(6) female pt underwent a left heart catheterization procedure on (B)(6) 2009. The physician, currently in training to the mynx procedure, proceeded to prep and deploy the mynx closure device per the instruction for use (IFU). The physician held for 5 minutes after deployment and hemostasis was achieved with no issues. On (B)(6) 2009, the pt presented to the emergency room (ER) with a pseudoaneurysm (psa). The psa was successfully treated with a thrombin injection and it was reported that there were no further clinical sequelae to the pt.